Event description:
According to the reporter: during a laparoscopic hernia repair procedure, the needle disengaged from the jaws of the device. The needle was retrieved using laparoscopic graspers. To complete the procedure, another needle was loaded into the suturing device. No patient injury or extension in surgical time. The device was discarded and will not be returned for analysis.